Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr was unable to duplicate the reported event. The fsr verified volumes, blender specifications and pressures. The fsr performed the user verification test, the operational verification procedure, and reported the unit meets manufacturers specifications.

Event description:
The customer reported that vela ventilator alarmed "transducer fault". The customer reported there was no patient involvement associated with the event.